Event description:
The patient wanted a non-rechargeable neurostimulator implanted. The field representative arrived to the operating room when the patient was already intubated. The field representative told the hcp, he hadn't met with the patient to know what type of device he wanted. The hcp didn't recall either and made the decision to implant a rechargeable neurostimulator. The patient woke from surgery and was upset, but decided to try the device for a month. The field representative reviewed his notes and found the patient wanted a non-rechargeable device. The hcp agreed to donate his services. The manufacturer was asked to replace the implantable neurostimulator. The unit was exchanged with a successful outcome. The hcp changed his procedure to prevent recurrence of the above event.